Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the patient had a vitrectomy. A three piece lens was inserted, but needed to be removed due to lack of sulcus bag. There was no replacement lens and there was no secondary procedure occurred. There was incision enlargement and suture was used. There was no patient injury. In follow-up, it was reported that the patient had the vitrectomy due to patient anatomy; the lens would have dropped back of the eye if the vitrectomy was not performed. The vitrectomy was performed using a non-amo system. The customer indicated that the patient outcome is good. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected. The surface of the lens showed fibers and loose particles which indicated that the unit was handled. The event was reportedly related to the patient's anatomy. The reported event was not verified. There was no product deficiency or malfunction identified. A review of the manufacturing records for the lens was performed. The manufacturing process record was evaluated. No non-conformances, discrepancies, or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search revealed that this was the only investigation requested under this production order. The evaluation of the manufacturing process record revealed that the product was manufactured and released according to specification. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The directions for use provides the customer different circumstances that should be considered before lens implantation. Physicians considering lens implantation should weigh the potential risk/benefit ratio for recurrent severe anterior or posterior segment inflammation or uveitis or for patients in whom the intraocular lens may affect the ability to observe, diagnose, or treat posterior segment diseases or where surgical difficulties might increase the potential for complications. A distorted eye due to previous trauma or developmental defect in which appropriate support of the iol is not possible and under circumstances that would result in damage to the endothelium during implantation or for suspected microbial infection. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.